Manufacturer narrative:
FDA notified?: the initial reporter also notified the FDA via medwatch #: mw5099187. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd integra¿ syringe with detachable needle leaked past the plunger while injecting testosterone. The following information was provided by the initial reporter: "syringe failed during use; while injecting 1.0ml of testosterone the syringe failed. Plunger made an unusual pop sound and drug went into the negative space behind plunger d=seal, little to no drug was injected into my body."